Event description:
Patient was positioned for surgery utilizing a bean bag vac pac. A heating pad covered by a gel pad a foam pad was utilized underneath the vac pac and a bear hugger on top of the patient to assist with thermoregulation. The case took a little over 12 hours. The patient tolerated the procedure well. A few hours following the procedure the right flank and thoracic area were noted to have redness, epidermal loss, and blister formation. Wocn was consulted and noted a stage 2 partial thickness burn that covered a 7cm x 5.5cm area. The burn was treated with debridement, no sting barrier and mepilex ag foam. The area is healing well.